Event description:
The clinician was performing the therapeutic procedure of flushing the feeding tube prior to feeding the pt. During the flushing of the tube, the clinician felt restriction and the tube then detached from the device connector and into the pt's duodena. The clinicians then successfully removed the detached tube with the aid of a snare, going through the pt's mouth and then down through the peg to access the detached tube. The clinicians replaced the enteral feeding device in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.